Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubble anomaly. Approximate size of air bubbles were large. Customer stated that the air bubbles noticed during therapy. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.